Event description:
It was reported to vyaire medical that the avea ventilator is getting a low positive end-expiratory pressure (peep). Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - the suspect device was not returned for evaluation. The unit was not returned; therefore a definitive root cause could not be determined. However, the customer was advised doing a pre-check with the troubleshooting vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.